Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturers final investigation. The device was returned to olympus for evaluation where service confirmed the customers complaint. During the device evaluation, a leak was found originating from the bx channel. The insulation had long deep scratches. The image was blurry and flickering. A cut was observed on switch number one. In addition, the control knob had loose tension and the plastic had deep dents and scratches. Tiny chips were found on the objective lens as well as the light guide lens. The bending section was dented, and the insertion tube had long deep scratches. Lastly, the light guide tube had minor surface scratches and the scope connector was found with deep dents and scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: the entire image was blurred due to damage to the ccd unit; the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope; blurring the entire image occurred within the allowable range; the entire image was blurred due to damage or deformation of the connector. Following the instructions for use (IFU) may prevent the occurrence of the event: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a gastroinstestinal videoscope had a blurry image. The issue was found during reprocessing of the device. There was no harm or user injury reported due to the event.